Manufacturer narrative:
(B) (4)

Event description:
While sleeping on sunday morning, the pt raised her right arm and felt a "snap" and burning sensation on the right side of her spine and the middle part of her body. Her right bicep was aching and now she had no feeling. It felt like a "screw driver twisting in back" and it hurt to cough, breath, or twist. The pt went to the hospital. An x-ray was taken and showed the "wires" were intact. Reprogramming was attempted and impedances were checked. One out of the 8 electrodes "tested over". They were unable to replicate stimulation prior to feeling the snap sensation. The pt was being scheduled for a revision surgery. Additional info has been requested, a follow-up report will be sent if additional info becomes available.